Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the first firing on the stomach to create the gastric pouch, the stapler fired and the knife blade returned as normal. Upon removing the stapler 2-3 staples on the outer row were identified as being unformed. The unformed staples were approximately 2/3 of the way down the staple line. This was the 5th firing of the stapler. A blue reload was used. No unusual forces or sounds were noticed. The staple line was inspected and the case proceeded as normal. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 5th. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White and blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? 3 years using echelon flex. This was the 5th case with powered echelon flex. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes. Was the staple line incomplete or did it exceed the cut line? No. Was the patient taking any anticoagulants or dvt prophylaxis? Yes - either heparin or lovenox which is standard op procedure. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.